Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced pause episodes related to loss of contact due to patient movement. The icm remains in use. No patient complications have been reported as a result of this event.